Event description:
The customer reported that the 9800 system locked up after flouring and would emit x-ray on its own. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.